Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had a seizure and was taken to the hospital with low blood glucose. Customer's blood glucose reading was not reported. It was reported that insulin pump received excessive no delivery alarms during priming and stopped working. Troubleshooting could not be performed for no delivery due to caller not having battery to place in pump. Caller declined troubleshooting for low blood glucose. Two attempts were made to contact customer regarding hospitalization details, but customer could not be reached.